Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that patient received a biolox head on (B)(6) 2013. On (B)(6) 2016 underwent a dislocation which was treated with a closed reduction. On (B)(6) 2016 patient had another dislocation which was treated with closed reduction. Review of received data: pre-operative x-rays: patient has a right tha. On ap-view of the left hip, signs of potential osteoarthritis are visible on the distal part of the joint. Patient is weight bearing. Post-operative x-rays: the post-operative x-rays are on negative and are very dark; no statements can be performed on the bone condition. The inclination angle of the cup seems to be around 60 degrees. Six weeks follow-up x-rays: the ap view of the left tha shows good bone condition and no sign of loosening. The stem seems to be well fixed in the femur with appropriate orientation. The inclination angle of the cup was measured to be around 60 degrees. At 6 month, 12 months, 24 months, 36 months follow-up x-rays: no conspicuous differences respect to previous follow-up. Patient is still weight bearing. Implantation report dated (B)(6) 2013: (B)(6) female patient underwent left tha (ceramic on ceramic) due to hip pain and discomfort. The trial liner was positioned at 45 degrees inclination and 20 degrees antiversion angles. The cup was subsequently placed at same inclination but the report states that the antiversion angle was now between 15 and 20 degrees. No conspicuous information found regarding head implantation/fixation on stem. Medical check-up visit dated (B)(6) 2016: the document states that the patient had a fall when getting up from the commode and landed directly to her left hip. Patient states that she has left hip dislocation. In the document it stated that the patient had previous dislocation. Medical check-up visit dated (B)(6) 2016: patient heard a ¿pop¿ when she was leaning over to pick up something from the table. After this event patient has been feeling pain. The physical exam reveals that the ¿left led ID shortened.¿ it is stated that the review of the x-rays showed a dislocation of the left hip. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Zimmer continuum acetabular system surgical technique states "45 degrees of abduction and 20 degrees of forward flexion is recommended in most cases. Use of the alignment guides with various patient positions is outlined in later sections of the technique." Root cause analysis, dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. Not possible: taper size combination is approved by zimmer and according x-rays received, the size of the head seems to be correctly chosen. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. Not possible: no evidence for off label. According to continum cup st, the inclination angle should be around 45 degrees. In this case the review of the x-rays revealed an inclination of 60 degrees. Conclusion summary: according continum cup st, the inclination angle should be around 45 degrees. In this case the review of the x-rays revealed an inclination of 60 degrees. Moreover, the x-rays states that the patient was weight bearing and the reported information states that her bmi was (B)(6). This overweight combined with the steep inclination angle may have led to the frequent dislocation reported. Therefore it is highly improbable that the head caused/contributed to the reported event. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the devices for review. Thirteen x-rays were provide, op notes and mdrif report was also provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. This is a split case with zimmer inc. (B)(4).(B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, xl, 36/+7, taper 12/14 on the left side on (B)(6) 2013. The patient suffered two dislocations on (B)(6) 2016. She had to have closed reductions.